Event description:
Additional information: it was reported that they could not pinpoint the catheter problem intra-operatively, except that it was not patent. The pump remained implanted. Patient was noted to have recovered immediately and was moved from ICU to regular room. Patient was discharged within a day. Therapy resumed as usual, and there were no other adverse events.

Event description:
It was reported that the patient experienced baclofen withdrawal. The patient had become extremely spastic, itchy, fever and sweating. The hcp attempted a pump dye study under fluoro with catheter access port kit. It was very difficult because of severe shaking / spasms. Hcp accessed the port but could not withdraw any fluid or csf. The patient was admitted to the hospital. On (B)(6) 2012, the catheter was replaced, as patency could not be established with the existing catheter. The specific area of the problem could not be identified. The existing catheter was removed, all except intrathecal portion that was left in and tied off as to prevent a csf leak. There was csf flow from this portion, but the tip had moved down to l2 and hcp did not feel that the patient would get adequate relief from the tip being this low. A new catheter was placed and patency was established. It was noted that the patient was doing well. Patient remained as an in-patient. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8703w, lot# l41432, implanted: (B)(6) 1996, explanted: (B)(6) 2012.